Event description:
It was reported that during the procedure, a 3.0x18 rx xience prime stent delivery system was advanced via radial vessel access over a balance middleweight (bmw) universal ii guide wire approximately 10 centimeters into the anatomy, without resistance felt, when the rx xience prime proximal shaft was noted to be kinked and separated in the proximal shaft. As the separation site was not inside of the patient anatomy, the rx xience prime was withdrawn from the anatomy without resistance, and another rx xience prime was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported hypotube separation was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.